Event description:
On (B)(4), 2009, the patient was implanted with two gore excluder aaa endoprostheses to treat a symptomatic abdominal aortic aneurysm. On (B)(4), 2010, the patient was implanted with two gore excluder aaa aortic extender endoprostheses to resolve a type-1 endoleak. No further complications have been reported.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. As stated in the gore excluder aaa endoprosthesis instructions for use, complications that may occur and/or require intervention include, but are not limited to, endoleak. Additional gore device related to this event: (B)(4).